Event description:
It was reported that this right atrial (ra) lead dislodged. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is in possession of the hospital and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.